Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2015-51150.

Event description:
The customer reported via phone call that they had a motion sensor test failure alarm on the insulin pump. Customer stated the alarm occurred during a set change and the prime process. The customer's blood glucose was 386 mg/dl. The customer also reported receiving a motor position encoder error alarm after the motion sensor test failure alarm was cleared. The insulin pump will not be returned at the time of the call.